Event description:
It was reported that following a fall the patient experienced difficulty connecting to and charging the implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. During the procedure connection and charging of the device was successful, none the less the physician chose to replace the device. The patient is doing well post operatively. The device was not returned for analysis as it was retained by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.